Manufacturer narrative:
The reported events were lead dislodgement, oversensing noise, capturing problem and p-wave amplitude variation. A complete lead was returned in one piece. The reported events of oversensing noise, unacceptable capture and p-wave amplitude variation were confirmed. Analysis of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located at the proximal region of the lead. The cause of the reported events of oversensing noise, unacceptable capture and p-wave amplitude variation was due to the exposure of the outer coil in the abrasion zone. Visual examination of the lead found the helix was fully extended and clogged with body fluids and the measured full helix extension length was within specification as received. Testing did not find any indication of conductor fractures or internal shorts. Correction: b5 - related MFR report number should have been 2017865-2023-94308 rather than blank.

Event description:
Related MFR report number: 2017865-2023-94308.

Event description:
Related MFR report number: it was reported that a patient presented to clinic for follow up with increased fatigue and dizziness. Device interrogation revealed oversensing noise resulting in pacing inhibition on the atrial lead. Patient presents for lead extraction, and pre-procedure interrogation revealed increased threshold and p-waves on the atrial lead and capture threshold issue and increased pacing impedance on the right ventricular (rv) lead. On (B)(6) 2023, x-ray was performed and revealed that the atrial and rv leads were dislodged. The physician elected to explant and replace the atrial and rv lead. There were no patient consequences.